Event description:
It was reported that the patient was experiencing ineffective therapy since implant. It was noted that the patients lead had migrated as confirmed via x-ray. The physician also suspected that one of the contacts on the lead appeared to be damaged. The patient underwent a lead replacement procedure and the explanted lead will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7071609.

Event description:
It was reported that the patient was experiencing ineffective therapy since implant. It was noted that the patients lead had migrated as confirmed via x-ray. The physician also suspected that one of the contacts on the lead appeared to be damaged. The patient underwent a lead replacement procedure and the explanted lead will be returned.